Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was changing their cartridge. Customer's blood glucose was 93 mg/dl. Reportedly, the customer was unable to clear the alarm due to an obstruction covering the speaker holes. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified (faulty vibe motor).